Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime issue. The reporter stated that a loss of prime event had occurred. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.